Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5083624. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :the lot was manufactured between july 16, 2018 - july 17, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.